Event description:
A report was received from the USA indicating the device had error codes. There was no patient involvement or date of event provided.

Manufacturer narrative:
The customer service engineer replaced the breathing delivery unit (bdu) central processing unit (cpu). The exhalation valve was replaced. The device was tested per manufacturing specifications. Covidien reference: (B)(4).